Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the bowel during a laparoscopic hemicolectomy, the stapler was able to fire, but a very small piece of yellow plastic fell into the patient¿s cavity. They picked it up to complete the case. There was no patient injury.